Event description:
It was reported while using bd vacutainer® sst¿ ii advance, 1 tube exhibited stopper pop off after collection and blood leaked in the storage bag. The sample had to be recollected. There was no other health impact or consequences reported.

Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.